Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No problems found to the iol. Photo evaluation: the photo provided shows iol case inside carton. No hair can be confirmed from the photo. Iol case returned in the carton. No hair is visible on the product or the carton. Iol returned positioned correctly in the iol case. Both haptics and optic are intact. Reported complaint cannot be confirmed. No root cause identified as reported complaint "hair on the lense" was not observed to the iol. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) procedure, a hair was found on the lens. Additional information has been requested.